Manufacturer narrative:
The field report of high capture threshold was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Hi-pot failure was found between conductors at the connector and middle regions of the lead due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold. The lead was explant and replaced. The patient was in stable condition.